Manufacturer narrative:
Evaluation summary: one used ls1037 ligasure device was received, and evaluation of the returned sample could not confirm the reported issue. Visual inspection found no defects. The device was returned clean with no tissue in the jaws. The jaws opened and closed normally using the handle. The device was activated multiple times on a saline soaked towel with acceptable results and visual seal effects were observed. The device was activated while pressing the button in various locations to detect any problematic activation issues. All seal cycles were completed satisfactorily and end tones were heard each time. The investigation found the device to function normally and within specifications. There are factors during use that can affect seal quality, and the instructions for use included with this product lists measures to ensure sealing effectiveness. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the jaws of the device did not open after sealing. Tissue around the jaws was resected in order to remove the device. After removal, the jaws continued to require excessive force to open with the handle. No patient injury occurred, and a new device was used to continue the procedure.